Event description:
It was reported that post-implant after the pocket was closed, the EKG did not appear normal and it was determined that the leads dislodged. The pocket was re-opened and the leads were successfully repositioned. There were no adverse consequences and the patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.